Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter has a cracked display. The patient manages his diabetes with self adjusting insulin. The product issue began on (B) (6) 2010 at 2 am. At the time of concern, the patient did not take any action in regards to diabetes management. Seven hours later, the patient reportedly developed high blood sugar symptoms described as "thirsty and dry throat." There was no allegation of treatment or hyperglycemia or hypoglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. Replacement products were sent to the patient. During troubleshooting, the customer care advocate concluded that there was no product misuse. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hyperglycemia 7 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.